Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a laparoscopic assisted ventral incisional hernia repair on (B)(6) 2010 and a mesh was implanted. It was reported that after several days of worsening symptoms, including nausea, vomiting, pain and discomfort, and abdominal distension, he reported to the emergency room, on (B)(6) 2017 and was diagnosed with a bowel obstruction and admitted into the hospital. It was performed an exploratory "laparotomy with lysis of adhesions" on (B)(6) 2017 and found a dense inflammatory attachment between a distal loop of the small bowel and the anterior abdominal wall mesh." No additional information was provided.